Event description:
The customer called to report that her glucose meter was not working properly. The customer stated that she was hospitalized due to high blood glucose levels. The customer stated that her glucose meter was reading 434 mg/dl, but at the hospital it was over 600 mg/dl. The customer then stated that she felt something was wrong with the insulin pump, but she didn't specify what it was. The customer stated that she hadn't used the insulin pump to deliver a bolus since (B)(6) 2012. The customer checked her blood glucose levels, and the reading was 48 mg/dl. Offered to call the paramedics, but the customer declined. The customer also declined troubleshooting. The customer stated that she has been drinking orange juice, and stated she will be fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.